Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital staff reported via phone call that the customer was hospitalized due to being in a state of diabetic ketoacidosis. Blood glucose level at the time of admission was 846 mg/dl. The customer stated that he was not receiving insulin, but did not have a bent cannula. Customer reported that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the call was 273 mg/dl. The hospital staff will not return the device for analysis.